Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm aortic cutter did not punch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use was observed. The safety lock on the cutter was disengaged and the actuation button was fully depressed . The cutter was in the deployed state with the actuation button approximately 1 inch inside the tool. No visual deformities or signs of tampering to the device were observed. Based on the return condition of the device, the reported complaint was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm aortic cutter did not punch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.